Event description:
It was reported in a service report that the head right and the foot left rails were missing. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results - head right and foot left siderails were missing.